Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdts0021 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during a procedure in medical imaging a needless access device (neutron) on the distal end was leaking under pressure, the valve was changed to a q2 which completely blew off. There was no reported patient injury.